Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not giving the patient any relief and they wanted it explanted. The patient had not used the ins and the battery was overdischarged. The rep said they tried to do a trickle charge but the patient did not want to wait for it since they were getting the ins explanted. The healthcare professional educated the patient on pros/cons of removing the ins versus leaving it implanted. It was noted that surgical intervention was planned and the issue was resolved at the time of the report. No further complications were reported.